Event description:
It is reported that pt underwent a revision due to disassociation of the glenosphere.

Manufacturer narrative:
Info was received via published literature. Please ref literature at the following location: http://www.sciencedirect.com/science/article/pii/s1058274614006867 . This report will be amended when our investigation is complete.